Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Attempted to inflate balloon with 10 ml of solution and it slowly leaked out of a 0.013" pinhole found at the trifurcation. Also received 2 photo samples. First photo sample shows overview of catheter with syringe used. Second photo sample zooms in trifurcation site with arrow indicating pinhole present on catheter. Based on physical samples received the product does not meet specifications according to (B)(4) rev 21 which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap [2] without cuts, holes or tears on the inflation arm." Although an exact root cause could not be determined a potential root cause could be user applies excessive tension. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that on injecting sterile water into the foley catheter during a pretest, the sterile water leaked out of the trifurcation. Another foley catheter was replaced and inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on injecting sterile water into the foley catheter during a pretest, the sterile water leaked out of the trifurcation. Another foley catheter was replaced and inserted.